Event description:
This event was reported as valve explanted after 3 months due to endocarditis, vegetation on mitral valve and congestive heart failure. Source of endocarditis is unknown. No further info was provided.